Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. After reviewing the provided data logs and clinical information, it was determined that the cause of the positioning issues was patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a positioning issue with the impella cp when the patient was moved and the impella migrated out of the ventricle. The doctor was unsuccessful in repositioning. The decision was made to explant the pump and replace it. No patient harm was reported.